Event description:
This pt with an automatic implantable cardioverter defibrillator (aicd), received shocks without symptoms. The physician performed an invasive procedure and found a loose set screw. The physician also noted that both of the leads (the pt had two implanted) haaaad fluid inside the insulaiton. Both leads were capped and replaced with a bipolar endocardial tined lead. The aicd remains implanted and functions appropriately.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.